Event description:
This report is being filed after the subsequent review of the following literature article, ockert, b., siebenburger, g., kettler, m., braunstein, v., and mutschler, w. (2014). Long-term functional outcomes (median 10 years) after locked plating for displaced fractures of the proximal humerus. J shoulder elbow surg, 23, 1223-1231. The authors studied the long-term outcomes of patients treated by locking plates for proximal humeral fractures and to compare the results with those taken at short term and follow-up. Between february 2002 and march 2004, 121 patients (72.7 percent female with mean age 68.3 years) with displaced proximal humeral fractures were treated by open reduction and locking plate fixation using synthes device, proximal humerus internal locking system (philos). Clinical and routine radiographic evaluations were conducted. Within the study period, 49 patients died (not related to fracture treatment). In total, 43 patients were evaluated at a median ten years (minimum, eight years) of follow-up. Results included: secondary loss of fixation in nine; concomitant screw cutout in four and humeral head necrosis in two of the 43 patients. In 17 cases, hardware removal was performed after radiography confirmed complete healing of the fracture approximately one year after surgery. Hardware removal was indicated because of persisting rotational deficit, hardware-related impingement or patient request. Poor long term outcome was reported in 16 percent of patients. Number 6 (B)(6) female developed partial necrosis and underwent early hardware removal. Number 8 (B)(6) male developed necrosis and underwent humeral head arthroplasty. Number 61 (B)(6) female experienced secondary cutout and underwent early hardware removal. Number 83 (B)(6) female experienced primary cutout and underwent revision osteosynthesis. Number 86 (B)(6) female experienced loss of fixation and underwent revision osteosynthesis. Number 116 (B)(6) female experienced loss of fixation; hardware was retained. This is report 5 of 8 for (B)(4). This report is for an unknown screw and refers to the serious injury / reportable malfunction of number 61, a (B)(6) female who experienced secondary cutout and underwent early hardware removal.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Ockert, b., siebenburger, g., kettler, m., braunstein, v., and mutschler, w. (2014). Long-term functional outcomes (median 10 years) after locked plating for displaced fractures of the proximal humerus. J shoulder elbow surg, 23, 1223-1231. : this report is for an unknown screw/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.